Manufacturer narrative:
Updated blocks: h2 and h6 the reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the centrifugal drive motor to lab use only (luo) testing equipment. It was observed that the pump magnet housing that clips to the motor when not in use was broken. Once the motor was powered on the pst heard a scraping noise while the motor was turning. The assembly was partially disassembled to examine the state of the motor winding and rotor with an observation of a damaged magnet with a significant chip and some debris on the winding. The wear and additional scratches evident on the winding indicate loose debris inside the motor during use. When assembled, the magnets which drive the centrifugal pump scrape the plastic housing. It was determined that the centrifugal drive motor did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal motor failed to produce forward flow. There was a noise from the motor and then a 'pump jam' message displayed on the centrifugal control unit (ccu). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) observed the centrifugal motor to stop while operating for a short time above 2200 revolutions per minute (rpm). The fsr also observed an odd noise and the magnet side of the motor felt warm after a brief period of use. The centrifugal motor was replaced. The unit operated to the manufacturer's specifications.